Manufacturer narrative:
Four (4) actual samples, 150 companion samples, and six (6) retention samples were received for evaluation. All samples underwent visual inspection and two actual samples were found to have a disconnection. There were no issues noted during visual inspection for all other samples. A tensile test was performed on twenty random companion samples from each returned box with no issues noted. The six retention samples were also analyzed in a push pull test and no issues were noted. The reported condition was verified in two actual samples. The cause of the reported condition was determined to be a manufacturing issue. The reported condition was not verified for all other returned companion or retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event reportedly occurred on an unknown date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) flo guard solution administration sets broke during patient infusion, the reporter stated that the nurse went to use the sets as usual and the sets broke, coming apart completely. There was no patient injury or medical intervention associated with this event. No additional information is available.